Manufacturer narrative:
The repeat value from the sample was believed to be correct. Calibration signals were within expectations. Quality controls were acceptable. Upon review of the alarm trace, no relevant alarms were observed. The sample clotting time was too short. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys cortisol ii on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a cortisol value of 9 nmol/l. The biochemist on duty felt the result was odd, so the sample was repeated, resulting in a value of 298 nmol/l. The cortisol reagent lot number was 59557201, with an expiration date of 31-jan-2023.

Manufacturer narrative:
Na.